Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported noticing a pinpoint hole in the pumping segment of the tubing which leaked while infusing ch14.18 medication to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from a hole in the tubing was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed noted no crush mark to the upper fitment. Functional testing and pressure testing resulted in a leak from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment.